Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the device was spitting clips. The clips spit into the patient, but were removed. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Returned empty. Evaluation summary: the analysis results of the er420 found that it was received empty and locked out; therefore, no functional testing could be performed to evaluate the event reported. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.